Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: implant breakage event summary: breakage at the proximal part of the revitan revision stem. Review of received data: the information was received in french language. The author of the report is not familiar with the french language and to review the content an online translation tool was used. Where required, a french speaking person was consulted. The ansm incident report was received but did not include anything additionally that is not already stated on the front page. Implantation surgery report - (B)(6) 2004. Patient history: the 45-year-old patient already has a long prosthetic history with his two hips; the patient has benefited from a revision of the prosthesis on the right side due to recurrent loosening, with a good functional and anatomical result. On the left side, there is a femoral loosening stage IV according to sofcot with a charnley kerboull stem; the acetabulum is perfectly cemented which will be systematically changed, taking into account the young age of the patient. Procedure: under general anesthesia an extended posterior approach is performed to the middle third of the thigh and the joint is opened. Then a femoral osteotomy calculated with 16.5 cm from the top of the greater trochanter is done. An osteotomy of the medial cortical bone is then performed, 2 cm proximal of the transverse osteotomy line of the lateral flap. The prosthesis is removed without any difficulty. The entire cement is removed at the level of the proximal and distal femur. The distal plug cannot be removed. At the acetabulum: complementary capsulectomy around the circumference and removal of the cup and cement without difficulty. After preparation of the acetabulum to a diameter 60, a test implant allofit size 60 is impacted with a good pressfit and 40° inclination and 15° anteversion. The stability is satisfying. The primary stability is increased by 2 screws. A metasul insert size mm for a head ø32 is inserted. The femur is then reamed up to size 20. A revitan distal part size 22x140 is impacted with a very good pressfit. After calculation of the height this is then combined with a 55 mm proximal part to restore the leg length (preoperative shortening of more than 2 cm). After testing, a metasul head ø32+ is used. Reduction is performed and testing is satisfying. The femoral flaps are repositioned around the prosthesis with 4 wires. The hip is then closed layer by layer with 3 redon drains. Revision surgery report - 19 sep 2018 clinical summary: the patient presented with a breakage of the revitan proximal part. The taper is still intact; the distal part is perfectly osteointegrated; the decision is made only to exchange the proximal part, due to this the mechanical function is slightly compromised; the patient has been informed about it. Procedure: under general anesthesia the previous posterolateral approach is used. When opening the joint, a little bit of metallic serum-like fluid drained. Arthrolysis minima is performed posterior, superior and interior. The metallic tissue is removed. The hip is dislocated. The greater trochanter is prepared to extract the proximal part without any difficulty. The taper is cleaned carefully. Interposition membranes in the metaphysis are removed with a curette. A new revitan proximal part size 55 with 15° anteversion is implanted. The interface between the proximal part and the bone is grafted with a dose of bioverre and allograft ostéopur. The final appearance is satisfying. The joint is rinsed and a broken wire is extracted. A metasul head ø32+ is impacted. Reduction is performed and testing is satisfying. The joint is closed layer by layer with 2 redon drains. Devices analysis visual examination: the proximal part of the revitan stem shows damage in the form of scratches, nicks and indents from the revision surgery. There are no signs of bone ongrowth on the anchoring surface. The neck region and the area below exhibit some dark points which can be attributed to electrocautery damage. The proximal half of the taper is covered by a dark grey oxide film. Within the oxide film some red and greenish reflections can be observed. In the area of the oxide film, a whitish stripe of unknown origin can be seen. In the distal half of the taper a stripe is visible where the taper structure shows a pattern perpendicular to the taper structure. In the area of the anchoring fins some isolated areas appear slightly brighter. On the posteromedial side, material is missing (12 mm x 18 mm). The edges of the material are thin and sharp, and indicate wear. Further, on the inner diameter of the proximal part it is visible that above the missing material, the original manufactured groove, located approximately 15 mm proximal to the distal face, is worn away. On the opposite site, a new ledge located at 1/3 of the length of the inner diameter from proximal has been formed. Above this ledge, in the area of the setting area for the conical nut, several parallel grooves can be seen. The distal face of the proximal part is partially polished, and worn. The conical nut shows some slight scratches likely from the revision surgery. The lateral surface of the conical nut is partially polished. One area exhibits several parallel oval holes, matching the parallel grooves observed in the setting area for the conical nut in the proximal part. The thread is damaged and worn to one side in such a way that there is no material left, resulting in the parallel holes seen on the lateral surface. Review of product documentation: this device is intended for treatment. Conclusion summary: according to the received information the revitan proximal part was revised after approximately 13 years and 10 months in vivo due to a breakage of the proximal part. As there is no complete clinical information available (e.g. Patient medical history and x-ray follow-up for instance to assess bone changes over time) the further background of this case remains unknown. It can only be hypothesized that the taper connection between the connection pin of the distal part and the proximal part of the revitan® stem became loose. Due to what reason and at what point in time this loosening occurred is unknown. Based on this hypothesis, it can be assumed that because of the loosening of the taper connection the proximal part was able to move on the connection pin. This led to wear on the inner diameter of the proximal part and the conical nut. The metallic tissue and fluid described in the revision surgery report probably points to an accumulation of metallic particles as a result of the wear. If and to what extend the loosening of the taper connection influenced the condition of the connection pin and if the latter will compromise the mechanical function, as mentioned in the clinical summary of the revision report, cannot be evaluated. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer received incident report for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.